Event description:
It was reported that a critical alarm occurred to due to a motor stall. It was reported a motor stall occurred and recovery was within twenty hours on 2013 (B)(6). A second stall then occurred with no recovery on 2013 (B)(6). Diagnostic testing/troubleshooting performed included checking the logs. There were reportedly no patient symptoms or complications associated with the event. Actions a result of the event included pump replacement. The patient¿s status at the time of report was listed as ¿alive ¿ no injury¿. The device system was used to deliver lioresal. It was later reported that the cause of the stall was not determined. The patient had not had an MRI or been exposed to other sources of emi (electromagnetic interference). The patient was reportedly now doing well. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump found gear train anomalies with the motor, corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.